Manufacturer narrative:
D4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. H10: investigation results the returned rx locking device and biopsy cap was visually inspected. The locking strap and sponge were returned. Visual inspection was completed and the locking strap did not have any problems. The sponge was returned detached. Device analysis found that the sponge was returned detached. It is possible that this detachment may be related to the technique applied while inserting the device and/or even the user manipulation on the device may have affected it. Based on the analysis of the returned device and all available information, the probable cause of the reported event is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used with exalt model d single-use duodenoscope during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat a suspected choledocholithiasis on (B)(6) 2023. Based on the investigation of the exalt model d scope, an obstruction identified as a foreign foam insert was found inside the scope working channel. It was later determined that this was from the rx locking device and biopsy cap. The procedure was aborted. There were no patient complications as a result of this event.